Event description:
Clinician noticed an rv lead warning on today's carelink and it is a lead warning from (B)(6) 2020. The unipolar impedance fell below 200 ohms. It is not a medtronic lead. This appears to be a non issue as there is no noise and no evidence of the lead not working. No symptoms. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).